Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medwatch) that a (B)(6) female patient with history of left breast cancer underwent right prophylactic mastectomy and reconstruction with a mentor tissue expander 400cc device and acellular dermal matrix on (B)(6) 2018. Post implantation, the patient developed inflammation and was treated with antibiotic (doxycycline). The patient then developed wound dehiscence with drainage. On (B)(6) 2018, the patient underwent explantation of infected tissue expander of the right breast, removal of infected acellular dermal matrix, debridement of wound and insertion of closed system of irrigation and drainage.